Event description:
The valve was explanted due to paravalvular leak noted by echocardiography and a larger 27mm epic sjm valve was implanted. The explanted valve was sent for culture and analysis by sjm. The physician does not allege a malfunction with the device as it performed as expected.